Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available, omnipod software app version: not available, operating system: not available, hardware: not available, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl (16.8 mmol/l). The prestataire reported a needle or cannula mechanism failure. There was no medical assistance required. The reporter stated there is no further information related to this event.